Event description:
In 2009, the patient reported that his blood glucose elevated to 18 mmol/l (324 mg/dl) yesterday. His target blood glucose is around 7 mmol/l (126 mg/dl). He said when he noticed his elevated readings, he removed the insulin infusion set needle from his body and tried to bolus, but "nothing came out." He then detached the needle from the tubing and bolused again, and insulin flowed through the tubing. He changed his headset and his blood glucose decreased. His most recent reading was 6.9 mmol/l (124.2 mg/dl). He stated the infusion headset had been in use for less than 24 hours when the incident occurred. He said he normally changes his headset every 3 days. He was advised the maximum recommended use time is 2 days. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.